Event description:
Related manufacturer report number 2017865-2022-07231. It was reported that during a remote follow up, inadequate capture and r-wave amplitude variation was noted on the device resulting in post sensed t-wave oversensing. Provocative testing was performed and no anomalies were noted. X-ray imaging was performed and no anomalies were observed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.